Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 48 mg/dl in the morning. They treated with three glucose tablets. After changing the site their blood glucose level rose to 300 mg/dl. They rewound the insulin pump but received an insulin flow blocked alarm. An hour later their blood glucose level was 400 mg/dl. They treated their high blood glucose with manual injection. They pulled the cannula out and saw that it was bent. The customer declined troubleshooting for the high and low blood glucose. The device will not be returned for analysis.